Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that their insulin pump keypad buttons are not working and are unable to navigate all of the menus on the pump. Customer's blood glucose was unknown at the time of incident. The call was disconnected before more information could be gathered. No further details given.